Event description:
It was reported that the patient's vns was showing high impedance. The patient is also having an increase in seizures, above pre-vns baseline levels, due to the high impedance which started a couple of weeks ago. No known trauma or manipulation has occurred. X-rays of the device were taken and sent to the manufacturer for review. Based on the x-rays received, no gross lead discontinuities or sharp angles appear to be present. However, an unpronounced lead fracture or presence of sharp angles cannot be ruled out as there is a portion of the lead that is unable to be assessed. Patient has been referred for revision surgery, but it has not occurred to date.

Manufacturer narrative:
Device failure is suspected.

Event description:
Further information reveals that the patient underwent full revision surgery on (B)(6) 2011, due to the reported lead discontinuity. Product has been requested, but has not been returned to date.

Event description:
Further information from site reveals that the explanted product was discarded and cannot be returned to the manufacturer for analysis.